Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit after inserting a full helium bottle and opening the bottle valve, there was a sudden loud hissing noise. The regulator was no longer tight after that and the inserted bottle could not be opened without repeatedly losing helium.no patient involvement was reported.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site telephone is (B)(6). Corrected fields : h6 ( medical device ¿ problem code ) ,e1 ( event site telephone ) updated fields: b4, g1( contact person ¿ mfg site) ,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The failure analysis and testing department received the following part associated with this complaint: pn: 0103-00-0637 rev e; sn: (B)(6) high pressure helium regulator. This part was received with a reported unit failure message of helium leak. The failure analysis and testing dept. Performed a visual inspection and found; rust where helium tank attach, and surface was not in good condition. Please see attached picture. This cause the helium leak failure. Due to rust on regulator, the fat dept. Cannot be able to investigate further high-pressure regulator. Retaining high pressure regulator in the fat dept. Per procedure (B)(4) rev au. Per CAPA # 735629: root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual (0070-00-0639 rev q) does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance. The most probable root cause for the high pressure helium regulator is fatigue, contamination, or excessive external force. The other parts are not available for return. Therefore, no root cause evaluation can be performed. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the leaking high pressure helium regulator (0103-00-0637) and the multiple helium tubing assembly (0004-00-0103-02). The o-ring (0354-00-0209) was replaced as it was not sealing properly. The display label (0334-00-1810-01) was replaced as it was no longer properly sticking. Function and calibration checks were performed.

Event description:
N/a